Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to atrial fibrillation (af) with the rapid ventricular response (rvr). Additionally, low out-of-range shock impedance measurements and small r waves leading to oversensing were also observed. Possible causes were discussed and troubleshooting options were recommended. The patient was hospitalized due to experiencing low blood pressure and vomiting blood unrelated to the device malfunction. Subsequently, an x-ray was performed and it was noted that the system migrated across the chest. System revision was recommended. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to atrial fibrillation (af) with the rapid ventricular response (rvr). Additionally, low out-of-range shock impedance measurements and small r waves leading to oversensing were also observed. Possible causes were discussed and troubleshooting options were recommended. The patient was hospitalized due to experiencing low blood pressure and vomiting blood unrelated to the device malfunction. Subsequently, an x-ray was performed and it was noted that the system migrated across the chest. System revision was recommended. This s-ICD was turned off until further notice while waiting on other issues to be resolved. At this time, this s-ICD system remains in service and no additional adverse patient effects were reported.